Event description:
It was reported that the patient presented in clinic. Interrogation noted that the implantable cardioverter defibrillator performed inappropriate shock due to oversensing of an unknown source from the right ventricular lead. No interventions were performed. The patient was in stable condition.